Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid leak from the back of the venous chamber of a gambro catridge. The leak was further described as, ¿when placing the cassette and priming it, a very fine and continuous liquid jet was observed coming out from the back of the venous chamber, around the circle formed where the machine's sensor is inserted¿. This issue was observed during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: e1, h3, h4, h6 and h10. (B)(6). H10: the actual device was discarded; however, a photograph of the sample was provided for evaluation and eighteen (18) retained samples were evaluated. During visual inspection of the provided photographic samples, the pictures were not clear enough to observe any deviation in the bloodline that could contribute to the reported leakage. The reported condition was not verified. For the retained samples, the visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sets underwent leak testing by injecting air pressure of 26 psi for ten minutes under water and no leaks were observed for all sets. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.